Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found curved in a couple of places 50 and 150mm from the terminal pin. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to d4: model number + catalog number from 3400 to 3010.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while doing her hair riding in a car. It was noted that the shock was due to muscle noise. The device was programmed to primary vector when the patient received the shock. Positional testing was performed while in the secondary vector which resulted in some muscle noise however, the noise was not being oversensed. The patient will be re evaluated in a few weeks in the clinic. The electrode remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was programmed from primary to secondary and then to alternate. No episodes were observed in alternate. Technical services (ts) noted there was no t wave oversensing and to consider another evaluation in another week. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks for t wave oversensing in alternate vector. Ts noted the t waves were concerning as they are always present on the presenting electrogram (egm) and are either as tall or taller than the r wave amplitude. Ts recommended obtaining a chest x ray and the clinic is contacting this patient to bring them into the clinic. This electrode remains in service. Additional information was received that this electrode and s-ICD was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found curved in a couple of places 50 and 150mm from the terminal pin. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while doing her hair riding in a car. It was noted that the shock was due to muscle noise. The device was programmed to primary vector when the patient received the shock. Positional testing was performed while in the secondary vector which resulted in some muscle noise however, the noise was not being oversensed. The patient will be re evaluated in a few weeks in the clinic. The electrode remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was programmed from primary to secondary and then to alternate. No episodes were observed in alternate. Technical services (ts) noted there was no t wave oversensing and to consider another evaluation in another week. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks for t wave oversensing in alternate vector. Ts noted the t waves were concerning as they are always present on the presenting electrogram (egm) and are either as tall or taller than the r wave amplitude. Ts recommended obtaining a chest x ray and the clinic is contacting this patient to bring them into the clinic. This electrode remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found curved in a couple of places 50 and 150mm from the terminal pin. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to d4: model number + catalog number from 3400 to 3010.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while doing her hair riding in a car. It was noted that the shock was due to muscle noise. The device was programmed to primary vector when the patient received the shock. Positional testing was performed while in the secondary vector which resulted in some muscle noise however, the noise was not being oversensed. The patient will be re evaluated in a few weeks in the clinic. The electrode remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was programmed from primary to secondary and then to alternate. No episodes were observed in alternate. Technical services (ts) noted there was no t wave oversensing and to consider another evaluation in another week. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks for t wave oversensing in alternate vector. Ts noted the t waves were concerning as they are always present on the presenting electrogram (egm) and are either as tall or taller than the r wave amplitude. Ts recommended obtaining a chest x ray and the clinic is contacting this patient to bring them into the clinic. This electrode remains in service. Additional information was received that this electrode and s-ICD was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while doing her hair riding in a car. It was noted that the shock was due to muscle noise. The device was programmed to primary vector when the patient received the shock. Positional testing was performed while in the secondary vector which resulted in some muscle noise however, the noise was not being oversensed. The patient will be re evaluated in a few weeks in the clinic. The electrode remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was programmed from primary to secondary and then to alternate. No episodes were observed in alternate. Technical services (ts) noted there was no t wave oversensing and to consider another evaluation in another week. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks for t wave oversensing in alternate vector. Ts noted the t waves were concerning as they are always present on the presenting electrogram (egm) and are either as tall or taller than the r wave amplitude. Ts recommended obtaining a chest x ray and the clinic is contacting this patient to bring them into the clinic. This electrode remains in service. Additional information was received that this electrode and s-ICD was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while doing her hair riding in a car. It was noted that the shock was due to muscle noise. The device was programmed to primary vector when the patient received the shock. Positional testing was performed while in the secondary vector which resulted in some muscle noise however, the noise was not being oversensed. The patient will be re evaluated in a few weeks in the clinic. The electrode remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was programmed from primary to secondary and then to alternate. No episodes were observed in alternate. Technical services (ts) noted there was no t wave oversensing and to consider another evaluation in another week. No adverse patient effects were reported. Additional information was received that this patient received additional inappropriate shocks for t wave oversensing in alternate vector. Ts noted the t waves were concerning as they are always present on the presenting electrogram (egm) and are either as tall or taller than the r wave amplitude. Ts recommended obtaining a chest x ray and the clinic is contacting this patient to bring them into the clinic. This electrode remains in service. Additional information was received that this electrode and s-ICD was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to model number + catalog number from 3400 to 3010.